Event description:
It was reported that the left ventricular (lv) lead exhibited increasing and high thresholds due to difficult patient anatomy. The lv lead was explanted and replaced with an epicardial lead. The cardiac resynchronization therapy pacemaker (crt-p) was explanted and replaced to accommodate the new epicardial lead. During the replacement surgery of the lv lead, the pocket appeared suspicious of an infection. Cultures were taken and days later confirmed staphylococcus infection was in the pocket. Antibiotic treatment was administered. The crt-p system was removed. No further patient complications have been reported as a result of this event.